Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and measurements throughout these tests were within normal limits. Laboratory analysis did confirm the helix difficulty observation with the lead based on observation of a deformed (bent) helix. Moreover, a dried body fluid and tissue were noted in the helix housing which are normal for active fixation leads. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. This supplemental correction report was created to capture the additional information received which indicates that this brady lead was attempted due bent lead helix. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this rv lead was an attempted implant due to helix bent. No additional adverse patient effects were reported.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this brady lead was attempted due bent lead helix. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was an attempted implant due to an unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicates that this rv lead was an attempted implant due to helix bent.